Manufacturer narrative:
A ge representative evaluated the system and replaced the video controller board. System operates as intended. (B) (4).

Event description:
The customer reported, the system is displaying a communication failure error. No pt injury was reported.